Manufacturer narrative:
(B)(4). (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap sponge was completely separated from the minicap. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. A visual inspection was performed and identified the iodine sponge to be completely separated from the cap. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was verified; however, the cause could not be determined. A CAPA was opened to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.